Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-01262. It was reported the patient does not have effective stimulation therapy from the scs system since she fell approximately a month ago. A company representative met with the patient and a system impedance check revealed multiple lead contacts with invalid impedances. Reprogramming of the patient's scs system provided temporary effective coverage, but the issue reoccurred. Surgical intervention may be taken to address the issue.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-01262. Follow up information obtained identified surgical intervention was taken and both of the patient's scs leads were replaced. Intraoperative testing indicated system impedances were within normal range, and the patient reported receiving stimulation therapy coverage of her pain pattern.